Manufacturer narrative:
Patient weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. It was reported that a patient experienced hypertension, weakness and dyspnea. An ablation procedure was performed with an intellanav mifi open-irrigated catheter. The patient was noted to have hypertension; blood pressure (bp) was 166/87. The patient noted the high bp when feeling weak and had shortness of breath (sob) with exertion. The patient was given metoprolol 50 mg early for their bp and was switched to toprol xl 50 mg the next day. It was decided to keep patient for an extra night of observation due to the issues. The suspected cause was unknown. The outcome of the event was not resolved.